Manufacturer narrative:
On 26 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: the root cause for this event is post-surgical haematoma. No reason to suspect that this is related to a faulty implant. It is standard practice, when reoperating for any cause, to substitute the pe insert even though it is perfectly functioning. Batch review performed on 12 may 2016. (B)(4). Not available.

Event description:
The patient came in complaining of swelling. The surgeon determined the patient had a hematoma. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are unavailable.

Manufacturer narrative:
On 13 july 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.